Manufacturer narrative:
The investigation determined that the root cause was the improper assembly following a lamp replacement. An inexperienced staff member had replaced the photometer lamp the previous day and failed to correctly reinstall the cell cover. This misalignment led to reagent splashing and inconsistent optical readings, resulting in the discrepant values. The displaced cell cover was properly reinstalled and secured. The customer reverted to a previous reagent pack and performed a simultaneous reproducibility test with controls; results were confirmed to be stable and accurate. The system was monitored for two weeks, and there were no new occurrences, and it was determined to be resolved by the local maintenance actions.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 303 analytical unit for ten patients; results for three patients were provided. Patient 1's initial result was 1.53 mg/dl, and the repeat result was 0.86 mg/dl. Patient 2's initial result was 0.813 mg/dl, and the repeat result was 1.72 mg/dl. Patient 3's initial result was 1.81 mg/dl, and the repeat result was 2.96 mg/dl. The customer questioned the initial results and repeated the samples.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 90824401, and the expiration date is 30-jun-2026. The customer changed the reagent pack, and the problem did not improve. The customer changed the cap of the reagent pack and noticed that part of the cell cover was floating, and that the reagents were scattered around. The customer stated that the laboratory employee who replaced the cell lamp the day before was unfamiliar. The investigation is ongoing.